Event description:
(B) (4) in room giving aerosol treatment, vent stopped running "no power". (B) (4) responded to continuous audible vent alarm with vam in place. (B) (4) found power off, turned back on and vent read "run test, do not use" but vent would not allow test to be run.